Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 23.6 mmol/l at 12:59 a.m., 6.4 mmol/l at 1:02 a.m. And 6.9 mmol/l right after the first two readings with the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
The customer's date of birth and age were updated in section a2.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. During the in-house evaluation, the returned meter did not switch on upon the insertion of test strips or with the power on button, despite the use of reference batteries. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 1bpeg14a and in-house contour next control solution, which gave a satisfactory performance.